Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high pacing impedance and low r-wave sensing. No device intervention was performed. The patient had no adverse consequences.